Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument (pn: 480422-01 // ln: m91201014 0156) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly and the instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. No failures were observed during log review. The grip force test was performed and passed. Fa resulted in no trouble detected with the instrument. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted and found that there were no observed relevant events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was performed and found that there were two single use vse instruments in use during this procedure with the same lot number and different sequence numbers. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. An isi advanced failure analyst (afa) engineer conducted a vessel sealer extend (vse) instrument log review and found that the logs do not show anything that indicates an instrument or energy issue. The customer used both an erbe generator and an e-100 generator. The first instrument used was ln: m91201014-0156. The customer swapped to instrument ln: m91201014-0016 after undocking and used that vse for the rest of the procedure. It was confirmed that the issue happened prior to undocking and the suspect instrument was lot number ending in -0156. The logs recorded two ¿jaw angle open¿ events two minutes after the vse was installed and homed. These events indicate that the jaws were opened too far to begin the cut sequence (to prevent an exposed blade). This can be due to too much tissue within the jaws, the surgeon not closing the master tool manipulators (mtms) all the way, or a vessel being too big for the jaws, etc. There were no errors aside from the two "jaw angle open" messages. After the ¿jaw angle open¿ events, the user switched to the e-100 generator for sealing and completed nine seals. The only errors recorded by the e-100 generator were three ¿high initial starting impedance¿ messages that occurred during the second half of the surgery. These messages indicate the starting impedance of the tissue between the jaws is higher than expected. The surgeon alleged that a vessel did not sufficiently complete a seal as expected when using a vse instrument even though audible beeps from the generator provided a signal that indicated that the seal was complete. This resulted in bleeding of approximately one unit of blood for which clips were applied to control bleeding. The surgeon stated that he did not think that the vse instrument was the problem and also stated that the patient had a ¿calcified ima vessel¿ and ¿friable tissue¿ making the procedure more challenging due to patient anatomy and the patient¿s overall tissue and vessel condition. However, at this time, the root cause of the customer reported intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted sigmoid colectomy procedure, there was excessive bleeding as the surgeon was trying to ¿take¿ the inferior mesenteric artery (ima). The intuitive surgical, inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) during the case to report the issue but the csr was not present when the complication occurred. It was reported that the surgeon had sealed twice when using a vessel sealer extend (vse) and when he cut the intended vessel the patient started bleeding and the surgeon was unable to control the bleeding. The system was undocked and suction was used to control bleeding. The system was then re-docked. A backup vse instrument was used to complete the procedure robotically. On 02-feb-2021, isi obtained the following additional information regarding the reported event: during a da vinci-assisted sigmoid colectomy procedure, there was bleeding as the surgeon was trying to ¿take¿ the inferior mesenteric artery (ima) with a vse instrument. The surgeon stated that he had, ¿sealed twice and cut¿. The surgeon said that when he cut the intended ima vessel that was under 7mm in diameter, the patient started bleeding because, ¿the vessel didn¿t seal¿. While the surgeon said that proper system tones were audible, desired tissue effect was observed, and no errors presented, the vessel allegedly did not seal resulting in bleeding upon cutting the ima vessel. The surgeon said that he already had a hand port in place as part of the planned procedure for tissue removal so the surgeon undocked the system, suctioned the area that was bleeding, and the surgeon manually applied clips to the ¿left colic and superior hemorrhoidal¿ to control bleeding while a backup vse instrument was inserted. The estimated blood loss was approximately one unit. The patient did not require a blood transfusion. The system was re-docked and the procedure completed robotically with use of a backup vse instrument and no patient injury. The patient was reported as doing well and was discharged home on (B)(6) 2021.